Event description:
Inflammatory reaction; mucopurulent secretion. Info was rec'd from a physician in 2007, regarding a female pt (age unk), who underwent a rectal resection by celioscopy with a colo-sub-anal anastomosis due to rectal cancer on an unk date in 2004. Seprafilm was not placed. One month later, the pt developed a fistula in an unspecified location. On an unk date tubal and uterine drainage were performed as well as hartmann surgery with mikulicz method (ileocolostomy). The pt subsequently developed endometritis sequelae and eventration (ileocolostomy prolapse). A hysterectomy was performed for the endometritis and laparotomy was performed for the eventration. During the surgery 3 of 4 seprafilm sheets were placed in pelvic cavity and at the incision. Soon after the surgery the pt developed a "very important" mucopurulent secretion. A revision was performed during which a severe inflammatory reaction was found. Biological and microbiological investigations were performed on the "liquid collected" and showed inflammatory cells and some "germs". At the time of this report the pt had recovered without sequelae. The physician assessed the intensity of the adverse events as severe and the relationship between seprafilm and the adverse events as definite.